Event description:
Customer reported a nurse was wearing the mask during a PICC insertion on a not yet confirmed (B)(6) pt when the upper strap broke and the mask fell down. Reportedly the nurse was exposed for 5-10 seconds while she repositioned the mask on her face holding it with one hand while she finished the procedure. The pt is not yet confirmed for (B)(6), test results are still not expected for at least 1-10 weeks. The nurse was also tested (skin test) after potential for exposure and the test results are not expected for at least 10-12 weeks. If pt is (B)(6), the nurse will be treated.

Manufacturer narrative:
The customer would not return the mask but did provided a photo. It was very clear by the photo that there was a splice on the headband (strap). It was very noticeable. Based on manufacturing information, this type of event is very rare. There are detection systems in place and random visual inspections are also performed. (B)(4). The labeling for this product includes the following under instructions for use: "inspect respirator before each use to ensure that it is in good operating condition. Examine all the respirator parts for signs of damage including the two headbands, staples, noseclip, and nosefoam. The respirator should be disposed of immediately upon observation of damaged or missing parts."